Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. During a call with baxter customer services the following was reported. On an unreported date in (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. Treatment was not reported. The cause of peritonitis was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd892547 and gd892380. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.